Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached, and the pusher assembly was stuck inside the non-penumbra microcatheter. Further evaluation revealed that the pusher assembly was fractured, and the pull wire was completely retracted out of the pusher assembly. This damage likely contributed to the unintentional coil detachment during the procedure. The detached embolization coil was not returned for evaluation. The pusher assembly was unable to be removed from the non-penumbra microcatheter. The non-penumbra microcatheter was fractured distal to its hub and had multiple bends and kinks throughout its length. Due to the return damage, the root cause of the pod pc becoming stuck within the non-penumbra microcatheter could not be determined. Evaluation of the pod pc introducer sheath revealed kinks and ovalizations. This damage may be incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pc) and a non-penumbra microcatheter. During the procedure, the physician successfully implanted eight pod pcs in the target vessel using the microcatheter. Then, while advancing the next pod pc to the target vessel using the microcatheter, the pod pc unintentionally detached with half of the coil in the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed altogether. The procedure was completed using another pod pc and another non-penumbra microcatheter. There was no report of an adverse effect to the patient.